Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician; (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. An external insulation abrasion was noted at 15.1cm-15.4cm from tip, consistent with friction to another device. The etfe coating was intact at this location. Internal abrasions were noted under the svc shock coil at 24cm-24.3cm and 24.2cm-24.5cm from the tip. The etfe coating was intact at this location.